Event description:
The translated and confirmed symptom was frequent re-boot (unexpected shutdown / restart) with error code 10004 and configuration lost message. There was no report of pt involvement or adverse pt impact.

Manufacturer narrative:
(B)(4). The translated and confirmed symptom was frequent re-boot (unexpected shutdown / restart) with error code 10004 and configuration lost message. There was no report of pt involvement or adverse pt impact. The local philips representative evaluated the device, confirmed the malfunction and resolved the malfunction by replacing the control pca and the energy select optical switch. The device was returned to service.